Event description:
It was reported that the fiber was fractured during a procedure. The procedure was completed with another of the same device and there were no injuries to the patient.

Event description:
It was reported that during a flexible ureterolithotomy procedure, the fiber fractured. The fiber was replaced, and the procedure was completed without patient consequences.

Manufacturer narrative:
B5: describe event or problem: updated. D3: manufacturer address 1 and manufacturer address 2: corrected. G2: report source (other): corrected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber body was broken on the connector part, and the connector was not returned. The reported allegation was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied.

Event description:
It was reported that during a flexible ureterolithotomy procedure, the fiber fractured. The fiber was replaced, and the procedure was completed without patient consequences.